Event description:
The customer and medical doctor called to report that the customer was hospitalized for diabetic ketoacidosis. The insulin pump was also alarming no delivery during bolus attempts. The medical doctor and customer both wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.